Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified right superficial femoral artery (sfa). Prior to inflating the 5.0x100mm sterling over-the-wire balloon, the physician drew negative pressure to the balloon and found that blood flew back through the inflation lumen. The device was removed outside of the patient in order to check the condition of the device, the physician attempted to inflate the balloon in water and an air leak was confirmed. The physician suspected that the sterling balloon ruptured. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".